Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -18.0/+2.0/094 into the patient's right eye (od) on (B)(6) 2022. In a separate surgery that day the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Claim# (B)(4).